Manufacturer narrative:
Further troubleshooting was performed by the field service engineer and the reported issue was diagnosed as a failed o-ring on the cylinder hose connector. A replacement o-ring was later received, installed and the unit is back in proper working condition as the seal to the co2 tank was secured and not leaking. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support specialist was informed by the nurse manager at the user facility that "there is a possible leak going to the high flow insufflation unit through the hose connection" during a therapeutic total laparoscopic hysterectomy. The intended procedure was completed successfully using the same device. There was no delay in the case and no adverse outcome to the patient. The device was not inspected prior to use as it has been working fine all day. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely phenomenon was caused by a broken o-ring failing to seal the content; the cause of the broken o-ring is unknown. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.